Manufacturer narrative:
Other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
Additional information was reported by the company representative on 2016-04-28. The patient's pump was used to deliver morphine. The catheter was replaced on (B)(6) 2016. It was noted that a dye study had been performed and showed no issues. But when the hcp performed the surgery the catheter was wound around the pump connector so the hcp decided to replace it.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter.

Event description:
Information was received from a consumer in regard to a patient receiving an unknown type of drug via an implantable infusion pump. The patient thought there was a possibility fentanyl, dilaudid cocktail was in the pump. The indication for use (IFU) was listed as post lumbar laminectomy syndrome and spinal pain. It was reported that there was an issue with the catheter. The catheter quit dispersing the pain medicine. The onset was unknown. The patient's healthcare professional went in surgically a couple of weeks prior.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.